Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported last year when the patient had a "quick MRI" and it was long enough to stall the pump and cause the patient to have spasms that kept them in bed for the next 2 days. Further information as not provided.